Event description:
Initial visual inspection of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire had been peeled off on several places along its length. There was no clinical consequence to the patient.

Event description:
Initial visual inspection of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire had been peeled off on several places along its length. There was no clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k934122; k931584; k944677; k971254; k022357 and k931584.pending full analysis of the returned device.

Manufacturer narrative:
Visual inspection of the returned guidewire noted the device was kinked and the polytetrafluoroethylene (ptef) coating was peeled at 55.3, 56 and 56.9cm from its proximal end. An adhesion test confirmed there was proper adhesion of the coating. Based on the information provided and the investigation results, the tortuous anatomy may have caused a high friction encountered during the procedure. Subsequently, the physician may have applied excessive force to overcome resistance, which could have caused the damage to the ptfe coating of the guidewire. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.